Event description:
Patient presented back to the physician with continued wound dehiscence at the chest incision site. Physician brought the patient into the operating room, cleaned chest incision area and the ipg, flushed the pocket with antibiotic solution, placed the ipg in an antibacterial tyrx pouch, re-sutured, and closed.

Event description:
Patient presented to the physician with drainage from wound dehiscence at the neck incision. Physician suspects superficial infection, prescribed antibiotics, and cultured the area. Culture returned positive for infection.

Event description:
Patient presented back to the physician with suspected infection. Physician brought the patient into the operating room, flushed the wound with saline, and closed.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site and the leads were exposed. Physician prescribed antibiotics.